Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
I hereby inform you that on (B)(6) 2024, during the removal of the premicath vascular catheter (ref. 1261.207 lot 400424gu, expiry date 30.04.2029) from the left great saphenous vein (indications: difficult fluid flow, occlusion), the catheter was torn off. Approximately 7 cm remained in the vein, the position was confirmed by x-ray and ultrasound. Removed by a surgeon. The catheter was inserted on (B)(6) 2024. Fortunately, everything ended well. Potential risk for patient / user: threat to patient's health.

Event description:
I hereby inform you that on (B)(6) 2024, during the removal of the premicath vascular catheter (ref. 1261.207 lot 400424gu, expiry date 30.04.2029) from the left great saphenous vein (indications: difficult fluid flow, occlusion), the catheter was torn off. Approximately 7 cm remained in the vein, the position was confirmed by x-ray and ultrasound. Removed by a surgeon. The catheter was inserted on (B)(6) 2024. Fortunately, everything ended well. Potential risk for patient / user: threat to patient's health

Manufacturer narrative:
We received the catheter as faulty sample.a needle-free device (non-vygon germany gmbh product) was connected to the catheter's ll-hub. A yellow IV cannula was attached to the pink adapter and the catheter tube snapped twice, resulting in 3 pieces. The catheter tube snapped proximal to the 7 cm marking and directly at the pink adapter. The fracture surfaces of the first snap at the 7 cm marking showed rough surfaces, indicating excessive tensile force. The second snap at the adapter showed the same fracture surface characteristics. The excessive tensile force was very likely applied to the catheter tube while removing the catheter. In addition, a manufacturing fault can be excluded as the catheter did not leak or snap for approx. 19 days as stated by the customer (in the period from 10/17 to 11/05/24 ). The customer also provided the information that the patient weight approx. 4,175 g, but we recommend the use of the premicath up to a weight of 2,000 g to reduce increased stress on the catheter due to increased mobility of the child. The IFU states: caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. "Once the course of treatment has been completed or the catheter needs changing, the catheter must be removed carefully. Place a gauze swab lightly over the insertion site. Do not apply pressure. Maintain swab in place and withdraw the catheter slowly with sustained gentle traction." Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code 6g35961012). The value of the tensile force of the catheter tube for batch 8237078 was min. 3.38 n and therefore within its specification (min. 1.5 n). One batch was used for the assembly group of the connection between catheter tube and extension line (involved code 4g31261211). The value of the tensile force of the catheter tube for batch 8240650 was min. 2.25 n and therefore within its specification (min. 1.5 n). There is one further complaint for batch 300424gu and four further complaints regarding a snapped catheter during removal on code 1261.207 within the last three years. However, these further complaints are not related to a manufacturing fault. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there are no hints of a manufacturing fault.